Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; further described as after taking the cassette out of the homechoice claria device in order to reload the set, the caregiver ¿was able to see fluid in the gasket". This occurred during priming of the device for automated peritoneal dialysis therapy. The renal technical service representative discussed the use of manual supplies to do therapy. There was no report of patient injury or medial intervention associated with this event. No additional information is available.